Manufacturer narrative:
Insulin pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the displacement, rewind and operating currents, self test or verify battery out limit due to unresponsive buttons.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to moisture and had a unexpected battery power loss and a unresponsive keypad. Blood glucose value was 110 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.